Event description:
Pt reports that filter needle was attached to a syringe, then the needle "fell off the filter/hub connector. Product returned to facility with needle separated from filter/needle hub connector.